Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Certified diabetes educator (cde) contacted dexcom on 03/11/2016 to report that the patient passed away on (B)(6) 2015. Date of issue is an approximation. Cde reported that she was unsure of what the patient's blood glucose (bg) was at the time of death but that the patient's bg was still reading at well beyond 900mg/dl on the day they passed. The coroner thought that the patient died at around 900mg/dl. Additionally, cde stated that she thought the patient's bg was displaying at about 100mg/dl to 1000mg/dl but flat-lined around noon on the day the patient passed. Patient was wearing the continuous glucose monitor at the time of death. There was no alleged device malfunction. A cause of death was not provided. No additional event or patient information is available.